Event description:
Reporter stated the pt obtained back-to-back blood glucose results of 580 mg/dl and 156 mg/dl, while using the suspect device. Pt indicated that no action was taken based on the device results. No pt injury was reported and no treatment was received. While on the line with tech support, reporter indicated that the value of 156 mg/dl was not captured int he device's memory. Quality control testing had not been performed on the system. Tech support requested the return of the suspect product and replacement product was shipped.